Manufacturer narrative:
Approximate age of device ¿ 5 years and 9 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that interrogation of the patient's lvad system noted low speed operation and pump stoppage events. Outer driveline appeared to be in poor condition. Patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed a pump stoppage while attached to the power module. The x-rays showed wear and tear to the external perc lead section. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. After the replacement the patient was placed back on a normal patient cable and no additional alarms were reported. No additional information was provided.

Manufacturer narrative:
Inadvertently omitted from initial report. The evaluation of the returned portions of the percutaneous lead (driveline) confirmed wire damage that would have contributed to the reported pump stoppage events that were captured in the submitted log file. A distal end driveline replacement was performed on (B)(6) 2018 and approximately 15 inches of the external portion/distal end of the driveline was returned for evaluation. Pieces of plastic utensils and rescue tape were observed 1.5 inches through 8 inches from the metal connector. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. Upon removal of the rescue tape, the silicone jacket had been removed up until 3 inches from the metal connector. The clear bionate layer was twisted from 2 inches through 6.5 inches from the metal connector. Shield breakdown was observed throughout the length of the driveline. Visual examination of the underlying wires revealed a breach in the insulation of the brown wire 8.5 inches from the metal connector. Additionally, a breach in the insulation of the black wire was observed 9.5 inches from the metal connector. The observed wire damage appeared consistent with mechanical damage to the driveline. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages as captured in the submitted log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.